Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. The device also triggered elective replacement indicator (eri) and battery was at 12%. Technical services (ts) assisted in beeper reset. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Ts consultant recommended replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. The device also triggered elective replacement indicator (eri) and battery was at 12%. Technical services (ts) assisted in beeper reset. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Ts consultant recommended replacement. The device remains in service. No adverse patient effects were reported. Additional information indicated that this sicd was explanted and replaced with a new device of the same model. No additional adverse patient effects were reported.